Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type: catheter. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The patient's medical history included hip issues with a hip replacement in 2001, lupus, and kidney problems due to lupus. It was also noted that the patient had worsening arthritis, but it had nothing to do with her pump. The patient had been treated with chemotherapy drugs due to cancer. The indication for pump use was failed back surgery syndrome and non-malignant pain. On 26-jul-2016 it was reported that the patient had never had any issues with the pump except for one time when it was leaking; it was clarified that the reporter was talking about the catheter. The catheter was leaking. The patient had been in a car accident right after the initial implant in either 2004 or 2007. When the pump was implanted, it "wasn't in a pocket and was tight on the scar at one side". The pump was almost sitting sideways in the patient's stomach. During the accident, the pump "went out almost like a cartoon and then came back in and damaged the catheter&#56224; the catheter slowly started leaking and gradually got worse until it was replaced. The leaking made the pain from her nerve damage worse until the catheter was corrected. Once the catheter was revised on (B)(6) 2010, the pain went away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.